Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report being hospitalized due to high blood glucose levels over 600 mg/dl. Troubleshooting was performed, and nothing unusual was found in the alarm history. The customer was unable to conduct testing on the insulin pump as she had no supplies. Advised the customer to call back to testing at her convenience. Nothing further was reported.